Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. Upon interrogation, high, out of range, pacing lead impedance was observed and the patient notifier had been delivered. Increased capture threshold was also noted. Fluoroscopy revealed an acute bend in the lead. Lead was explanted and was damaged during the extraction procedure.

Manufacturer narrative:
No medwatch form was received. A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.